Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four shocks due oversensing on the right ventricular (rv) lead. There were short v-v intervals and a lead integrity warning that triggered for the rv lead. It was also noted that there was atrial undersensing of the right atrial (ra) lead. The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.